Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, burning rash under their left breast and back and imprints under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream and benadryl for the skin irritation. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.